Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Pfs and medical records received. Pfs alleges pain and increased metal ions. After review of the revision operative note there was no mention of metal on metal wear or infection. (B)(6). The devices associated with this report were not returned. A previous review of the device history records for the provided product and lot codes did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. Pfs alleges pain and increased metal ions. After review of the revision operative note there was no mention of metal on metal wear or infection.